Event description:
On (B)(6) 2014 - fractured catheter - fracture noted at approx 15.75cm.

Manufacturer narrative:
A lot history review (lhr) of rexk1160 showed no other similar product complaint(s) from this lot number. The complaint of a split catheter was confirmed and was found to be use-related. The returned product was one 4fr s/l powerpicc solo catheter. The catheter was inundated with usage residue, and tape residue was observed from the extension tubing to the 11cm depth marking and at the 17cm to 18cm depth markings. The catheter was discolored from the suture wing to the 11cm depth marking. Two semi-circumferential splits were seen in the catheter tubing 15.8cm and 17.0cm distal to the suture wing. An attempt to infuse water through the catheter revealed spraying leaks at the aforementioned split sites. The catheter was otherwise patent to infusion. Tactile eval confirmed a large amount of adhesive residue on the catheter. No tensile weakness of the catheter was noted. Microscopic examination of the split sites revealed longitudinal splits adjacent to the two circumferential splits. The split surfaces exhibited granular textures and dull veneers. Stress discoloration was observed at the corners of the splits. The characteristics seen in the splits were typical of use-related flexural fatigue.